Event description:
A user facility reported to olympus that air/water clogging was noted with the evis lucera elite gastrointestinal videoscope. During a standard service inspection of the customer returned device, foreign object in the nozzle was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, air supply volume failure to meet standard, water removal ability failure to meet standard value, bending angle in the up direction, up/down knob out of standard, s-connector dirt, universal cord sticky, and insertion tube deformed were observed. Lastly, scratches and dents were noted on multiple device components. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus. - there was no delay in the start of pre-cleaning. - the air/water nozzle was flushed with water and air. - there were no abnormalities in the accessories used for reprocessing. - the air/water nozzle was wiped/brushed with clean lint free cloths, brushes, or sponges. - the air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.